Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A product sample has been shipped; however, it has not been received for evaluation at the manufacturing site. (B)(4).

Event description:
A customer reported that actuation failure of a cutter occurred when starting surgery. The condition of aspiration is unknown. The surgery was performed and completed after replacing the product with another one. There's no patient harm.

Manufacturer narrative:
The returned sample was visually inspected and found to be conforming. The sample was then functionally conforming for actuation, aspiration and cut. The sample was found conforming for aspiration and was non-conforming for cut and actuation. The probe was disassembled and the components inspected. No/minimal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The probe needle was not bent, however the inner cutter was observed to be slightly bent and there is a slight pinch in the inner cutter approximately half way down on the backside. Gouge marks were observed at the bend area and several other locations along the inner cutter. The sample was retested for actuation with the probe driver and was able to actuate. The initial actuation test failed due to an interference within the probe and once the interference (probe needle and shell) was removed the probe was able to actuate. A review of the device history records traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are two additional complaints associated with the lot for the reported issue. The complaint evaluation confirmed that the probe had an actuation failure and also indicated that the probe had a cut failure. The most likely root cause for the actuation and cut failures is the observed damage to the inner cutter of the probe. A damaged inner cutter can impede the movement of the cutter shaft, causing to probe to not be able to perform the cut. How and when the inner cutter of the probe became damaged cannot be determined form this evaluation. The impact of the pinch observed in the inner cutter cannot be determined from this evaluation. An investigation photo of the pinched inner cutter observed on the returned sample has been reviewed with the applicable production personnel to raise awareness of this issue and is documented on the facility's investigation training form. Since the exact root cause of the pinched/damaged inner cutter could not be determined from this evaluation, no further action with regard to this complaint was taken by the manufacturing site. All probes are 100% tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).